Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.this report has also been submitted on importer medwatch report # 2429304-2023-00175.

Event description:
Olympus medical systems corporation (omsc) received a medwatch mw511789 reporting that the single use distal cover came off from the evis exera iii duodenovideoscope while the scope was pulled out post endoscopic retrograde cholangiopancreatography (ercp). The patient was re-scoped to find the distal cover, but it was not found. The patient ended up coughing it up and out. This event is reported under the following patient identifiers: (B)(6)- this reports the single use distal cover. (B)(6)- this reports the evis exera iii duodenovideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2311) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely came off the scope easily due to the following: 1. Chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. 2. By pushing the distal cover at an angle when attaching it to the endoscope, the distal cover was damaged and easily detached from the endoscope. 3. The attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks in the distal cover." "Push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear offline." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.